Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link bonded extension set barely dripped, indicative of a slow flow incident. This occurred during patient infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection did not reveal any defects. Functional testing was performed and did not show any issues. An underwater pressure and clear passage tests were performed and passed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.